Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with elevated lactate dehydrogenase (ldh) and developed tea colored urine. The patient underwent a pump exchange on (B)(6) 2017 due to pump thrombosis. No further information was provided.

Manufacturer narrative:
The explanted pump was returned assembled with the driveline severed approximately 3 inches from the pump housing. A segment of the outer silicone jacket measuring approximately 12 inches was also returned. The outlet elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during no device-related issues were identified through the analysis of the returned device. A direct correlation between the evaluation of the returned device and the event could not be determined. Device thrombosis and hemolysis are listed as a potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.